Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal"), monoplegia ("paralysis (right foot)"), facial paralysis ("paralysis (face on the right side)") and neurosarcoidosis ("neurosarcoidosis") in an adult female patient who had essure inserted (lot no. A02559). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2408 days after essure insertion, she experienced neuralgia ("severe neuropathic pain"), monoplegia (seriousness criterion hospitalisation), facial paralysis (seriousness criterion hospitalisation), fatigue ("extreme fatigue") and amnesia ("loss of memory"). In 2020 she experienced neurosarcoidosis (seriousness criterion disability) and psoriatic arthropathy ("psoriatic arthritis"). On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was hospitalised in (B)(6) 2019 for an unknown duration. The patient was treated with surgery (total hysterectomy and salpingectomy) and non-drug therapy (rehabilitation). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, neuralgia, fatigue, monoplegia, facial paralysis, neurosarcoidosis, psoriatic arthropathy or medical device removal. The reporter commented: currently two heavy treatments including one on biotherapy, and in disability 1. Physically impossible to work full time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal"), monoplegia ("paralysis (right foot)"), facial paralysis ("paralysis (face on the right side)") and neurosarcoidosis ("neurosarcoidosis") in an adult female patient who had essure inserted (lot no. A02559). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2408 days after essure insertion, she experienced neuralgia ("severe neuropathic pain"), monoplegia (seriousness criterion hospitalisation), facial paralysis (seriousness criterion hospitalisation), fatigue ("extreme fatigue") and amnesia ("loss of memory"). In 2020 she experienced neurosarcoidosis (seriousness criterion disability) and psoriatic arthropathy ("psoriatic arthritis"). On (B)(6) 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was hospitalised in august 2019 for an unknown duration. The patient was treated with surgery (total hysterectomy and salpingectomy) and non-drug therapy (rehabilitation). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to amnesia, neuralgia, fatigue, monoplegia, facial paralysis, neurosarcoidosis, psoriatic arthropathy or medical device removal. The reporter commented: currently two heavy treatments including one on biotherapy, and in disability 1. Physically impossible to work full time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Lot number:a02559 manufacture date:(B)(6) 2012 expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.